Event description:
A report was received that the patient was having shooting pain from the thoracic area to both sides of the chest and to both legs. The patient feels a surge across his chest when the stimulator is on. The patient was given pain medications and was started with a solu-medrol steroid pack which provided relief.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8120-50 serial #: (B)(4) description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was having shooting pain from the thoracic area to both sides of the chest and to both legs. The patient feels a surge across his chest when the stimulator is on. The patient was given pain medications and was started with a solu-medrol steroid pack which provided relief.

Manufacturer narrative:
Additional information was received that the solu-medrol pack was not given for the reported pain. The physician believed lead possibly moved to a nerve root and was not sure if symptoms were caused by the device.

Manufacturer narrative:
Additional information was received that no additional information can be provided to bsn. No further course of action will be done at this time.

Event description:
A report was received that the patient was having shooting pain from the thoracic area to both sides of the chest and to both legs. The patient feels a surge across his chest when the stimulator is on. The patient was given pain medications and was started with a solu-medrol steroid pack which provided relief.